Event description:
The pt reported that they had experienced a lack of therapy benefit; the device had never worked following system placement. When stimulation was turned on, stimulation therapy was felt in the wrong area; the pt experienced tingling in his foot (the affected foot was not identified). He had recharged the system so often (every other day for four hour periods), that the pt had let the "battery run out." The pt was redirected to report symptoms to the hcp, add'l info has been requested from the physician. Refer to MFR report #6000153200800931.